Manufacturer narrative:
The display was blank due to corrosion on the liquid crystal display board.

Event description:
It was reported that there was moisture beneath the display. The customer was wearing the insulin pump in her bra while working out. Nothing further was reported.